Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a new cartridge. Reportedly, the customer filled the cartridge with 290 units of insulin. There was no impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support, and indicated that the current cartridge would continue to be used for continued insulin therapy.